Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that device had not worked since implant. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative through patient. Caller said patient was implanted for bladder and needed to turn implantable neurostimulator (ins) off for MRI. Caller said that patient lost the patient programmer (pp). It was reviewed the option of replacing the pp through fc. Caller denied stating, that patient just wants to turn ins off because therapy never worked right. Never worked in the first year and had not been workingin 3-4 years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional reported that patient was seen on (B)(6) 2013 and at that time they had 70 to 80 percent of improvement. They had not seen the patient after that. No new information received.